Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device came back for routine maintenance and the technician recognized a cut in the patient cable. The cause of the cut was not identified. There was no alarm for the event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) patient cable was confirmed. The mpu (serial #: (B)(6) was returned for analysis to the european distribution center (edc) and was evaluated and tested. The reported damage to the patient cable was confirmed. The mpu was functionally tested and performed as intended. The patient cable was replaced, and preventative maintenance was performed. The unit was returned to the rental pool. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial #: (B)(6)) and the mobile power unit passed all manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to manufacturer's investigation conclusion: the patient cable was replaced and forwarded to the product performance engineering (ppe) group, and preventative maintenance was performed. The unit was returned to the rental pool. The patient cable was tested with a test mpu and a calibrated system controller and operated as intended. The patient cable was manipulated during testing and no alarms were activated. There was no damage to any underlying wires. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.